Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure? Stratafix product code and lot number? On what tissue was the stratafix suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please specify. Where did the stratafix break post-op(termination, middle, end)? What tissue dehisced? What was used for re-suturing? Other relevant patient history/concomitant medications? What is the physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name:(B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral: strength: 2360 g/m.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2021 and the barbed suture was used. The patient was brought back to the opeating room on (B)(6) 2021 due to suture broke and wound dehisced. The patient underwent a re-operation to repair a total dehiscence of at the joint capsule level. Contrary to patients report that nothing happened, the doctor opines that this to be a traumatic injury such as a fall on the still healing tka. The barbed suture pulled from the patient. It was extracted with plyers before the wound was cleaned and closed again. The second procedure was completed with no patient consequences. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/14/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: two used sutures pieces were received to ethicon inc for evaluation, the product code is unknown. During the visual inspection of the product received, the suture appears to be pds stratafix and tissue, body fluids and several damaged caused by degradation was observed. Two important characteristics describe the in vivo performance of absorbable devices: first, tensile strength retention, and second, the absorption rate (loss of mass). Stratafix¿ symmetric pds¿ plus device has been formulated to minimize the variability of these characteristics and to provide wound support through an extended healing period. Stratafix¿ symmetric pds¿ plus device is completely absorbed by 210 days post implantation. The results of implantation studies indicate the percentage of original strength that is retained (14 days 75%, 28 days 65%, 42 days 55%). Stratafix¿ symmetric pds¿ plus device, being absorbable, is not to be used where prolonged (beyond six weeks) approximation of tissue under stress is required and is not to be used in conjunction with prosthetic devices (i.e., heart valves or synthetic grafts). The product is absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.